Event description:
User rec'd discrepant creatinine results, serum initial result 3.14 mg/dl, repeat 0.77 mg/dl. Patient 2 performed one month ago, serum initial result 8.3 mg/dl repeat 0.9 mg/dl. Sample 3 is proficiency material for urine creatinine; initial result 90.6 mg/dl, repeat 68 mg/dl. Erroneous results were reported, but no adverse events were reported. Field service representative determined root cause to be pipetters b and c and also valves on transfer head. He replaced the transfer head and pipette tips on b and c. Performance tests were performed which were within specification.